Manufacturer narrative:
A field service engineer (fse)was dispatched on 10/08/2015. The fse replaced the peek tubing from I-6 injector valve to filter from pm (preventative maintenance) kit. No further action required by field service. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was problems with the peek l-6 tubing. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported a high pressure error with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.